Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Company vendor reported, the patient has experienced an elevated blood glucose level up to 25 mmol/l (450 mg/dl). Company vendor stated that on several occasions the insulin cartridge is leaky on the side of the cartridge stopper. Company vendor reported the patient changed the accessories and administered insulin via pen and the blood glucose returned to normal. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.